Manufacturer narrative:
Based on the available information obtained from the investigation all indications is that this is a user error due to the customer not understanding proper workflow practice when editing result cutoffs. Support informed the customer not to change result cutoffs while there are results pending. A review of the current merge lis administration manual v. 4.1.4 indicated there is no documented workflow practice in the manual for editing result cutoffs. To address this deficiency, the merge lis administration manual was updated with a note that correct workflow practice dictates users should not edit test or result parameters while there are patients on a worklist for the test or result. Merge lis administration manual v 4.1.4 revision 3.0 was implemented on 4/22/16 with the following description. On page 14, under "define new test" a note was added stating "do not edit test parameters while there are patients on a worklist for the test". On page 18, under "define new result" a note was added stating "do not edit result parameters while there are patients on a worklist for the test or result".

Event description:
Merge lis is a complete system for ordering, managing, and reporting a patient's laboratory work, from the time of order entry to the time the laboratory results are reported. On (B)(6) 2016 a customer alleged the result on the summary of findings (sof) report for a test was incorrectly reported as negative; however, the result on the patient report was correctly reported as positive. Merge healthcare further investigated the allegation and found evidence to suggest that the customer changed the cutoff for the test during the testing process, while results were still pending. Due to this action, a patient result on the summary of findings (sof) report was incorrectly reported as negative; however, the result on the patient report was correctly reported as positive. Merge healthcare assisted the customer and corrected the result in the database in order to fix the sof report. Additionally, merge healthcare support reviewed other potentially affected accessions and determined that there were no other result problems identified. There is no indication that the issue, as reported by the customer, resulted in a death or serious injury. Inaccurate lab results reported or associated with a patient could lead to an incorrect diagnosis or treatment. (B)(4).